Event description:
Event description: cpi received information that the implantable cardioverter defibrillator (ICD) was removed because it dit not meet the physician's expectations with regard to longevity.